Manufacturer narrative:
Customer was not able to provide specific dates for events. One MDR only due to this. G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there were connection issues that led to leakage. We have been having difficulty with the connection between the IV catheter and the saline lock seating properly and leaking. They have either had to really force it together or restart the patient's IV; this has happened about a half a dozen times in the last couple of days and additional times in the last few weeks. Additional information 4/3/2026: can you please provide an exact date of event? Dates starting (B)(6) 2026 (issue of multiple occurrences reported on (B)(6) 2026 and lot was able to be replaced 3/30/26). What was the impact to the patient? For the most part, the connect would leak slightly and forcibly tightened to minimize the leak. On one occasion, the IV could not be salvaged and needed to be restarted due to the catheter connection leak not being able to be managed. You mentioned that this issue has occurred approximately half a dozen times over the past couple of days, as well as additional times in the past few weeks. If so, could you please provide the date of each occurrence, indicate whether there was any patient impact, and advise whether the issue occurred with any other lot numbers? Issue did not occur with any other lot numbers, affected dates were included (B)(6) 2026. Daily issues with the connect would leak slightly and forcibly tightened to minimize the leak. On one occasion, the IV could not be salvaged and needed to be restarted due to the catheter connection leak not being able to be managed ((B)(6) 2026)

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak could not be confirmed from the representative 22g insyte autoguard units that were received in sealed packaging from lot #5339236. A functional test, visual examination, and microscopic examination of the returned samples revealed no leaks or damage. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.